Event description:
It was reported that the patient presented post-procedure, after leaving the procedure room. It was observed that the left ventricular (lv) lead was dislodged. Dislodgement was confirmed via chest x-ray. It was also noted that the lead exhibited loss of capture. The lv lead was capped and replaced with a new lead on (B)(6) 2025. There were no patient consequences.